Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively, the device balloon disengaged from the trocar/sleeve. It was happened during dissection and removal of dissection balloon and component fall into cavity of the patient. Dissection balloon was inflated and desufflated, upon removal it broke from the trocar. It was grasped and removed out patient intact. No patient injury has been noted.